Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.